Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the following information has been performed and the following was received. If the further details are received at a later date a supplemental medwatch will be sent. Photo of reaction? No photos are available. Date of surgery? No further information is available. Date of reaction? No further information is available. Was there any other treatment provided (product removed; reoperation; reclosure; prescription steroids; antibiotics prescribed) in addition to steroids? If so, please clarify. No further information is available. Please indicate any medical or surgical interventions performed. No further information is available. Please describe how was the adhesive was applied. No further information is available. What prep was used prior to, during or after dermabond advanced use? No further information is available. Was a dressing placed over the incision? If so, what type of cover dressing used? No further information is available. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No further information is available. Is the patient hypersensitive to pressure sensitive adhesives? No further information is available. Were any patch or sensitivity tests performed? No further information is available. What is the physicians opinion of the contributing factors to the reaction? The surgeon said, ""there was no problem with the first use, but the second use caused inflammation, so antibodies may be formed."" What is the most current patient status? No further information is available. Is the product lot available or representative sample (product from the same lot number) available for evaluation? No sample will be returned. Patient demographics: initials / ID; age or date of birth; bmi ; no further information is available. Patient pre-existing medical conditions (ie. Allergies, history of reactions) no further information is available. Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? No further information is available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a pneumothorax procedure on an unknown date and topical skin adhesive was used. Dermatitis was observed on the patient. This was the 2nd exposure of adhesive to the patient. The product was peeled off at the discretion of the dermatologist. Steroids were administered to the patient. The surgeon said, "there was no problem with the first use, but the second use caused inflammation, so antibodies may be formed." Further details are not provided. No sample will be returned. Additional information was requested.